Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). This information was previously reported in error under MFR # 1818910-2011-14535. The report was duplicated in error. All updates to this event will be reported on 1818910-2020-08776. No further updates will be provided using 1818910-2011-14535 as it is considered a duplicate report. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient is bilateral. Litigation papers allege after patient's surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. It is also alleged as a result, patient has been experiencing severe pain and discomfort and inflammation in his left and right thigh and groin. It is further alleged patient also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. It is also alleged patient will likely need to undergo revision surgery to replace the implant. Doi: (B)(6) 2003. Dor: none reported; (left hip). Patient is a resident of (B)(6).